Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged post-implant. It was also reported that unstable thresholds and intermittent loss of capture were observed. The ra lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event.